Event description:
It was reported that stent did not cover the lesion. An express ld vascular balloon expandable stent was selected for use in a percutaneous transluminal angioplasty (pta) procedure. The stenosed target lesion was located in the right subclavian artery. Vascular access was obtained via femoral artery puncture. Following, a 6f non-bsc introducer sheath was placed, and a 0.35 non-bsc guidewire crossed the lesion. The express ld balloon expandable stent was successfully implanted. However, it was determined by angiography that the stent did not cover the entire lesion. Therefore, another express ld vascular balloon expandable stent was selected for use. While advancing the stent to the target lesion it was difficult to cross the place stent. As a result, the stent moved on the balloon. It could not be deployed and was removed. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. It was further reported that the second stent was damaged. The second stent detached from the proximal end of the balloon and was completely separated on the supporting guidewire. The second stent was removed via snare and a 12f vascular sheath.

Event description:
It was reported that stent did not cover the lesion. An express ld vascular balloon expandable stent was selected for use in a percutaneous transluminal angioplasty (pta) procedure. The stenosed target lesion was located in the right subclavian artery. Vascular access was obtained via femoral artery puncture. Following, a 6f non-bsc introducer sheath was placed, and a 0.35 non-bsc guidewire crossed the lesion. The express ld balloon expandable stent was successfully implanted. However, it was determined by angiography that the stent did not cover the entire lesion. Therefore, another express ld vascular balloon expandable stent was selected for use. While advancing the stent to the target lesion it was difficult to cross the place stent. As a result, the stent moved on the balloon. It could not be deployed and was removed. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.